Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection shows that the lens is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The in-line optical inspection data shows the lens is within power specification; hence the lens meets the specified cosmetic requirements. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a female patient had a second explant on her right eye of an intraocular lens, model zlb00 23.0 diopter because the patient experienced dysphotopsia, poor vision. There was no patient injury such as an incision enlargement or vitrectomy to remove the lens and the patient was doing well when discharged. The replacement lens was from another manufacturer. A separate MDR will be filed for the first explant event. This MDR is for the second explant event. No additional information was provided.